Event description:
Customer reportedly obtained results of 444 mg/dl and 77 mg/dl on the aviva system within 10 minutes. Customer drank juice and ate after obtaining results. No adverse event reported. Requested return of suspect system and replacement was sent.